Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and evaluated. It was noticed that both the devices arrived with the anchor already deployed off from the inserter and hanging on the suture, confirming the complaint. Visual observation under magnification does not reveal any anomalies on the anchor itself that could have led to this failure. The distal tip of the sleeve however had one of the edges bent which might have caused during deployment of the anchor. The suture was still intact and was not frayed or cut. The anchor pull out might be caused because of improper bone hole preparation or off axis insertion. Other than this possibility, we cannot discern a definite root cause for the failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: [mr# 1221934-2018-53943] this report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The customer reported via phone that two of their micro qa+4-0 ethbnd (c1) w/1.3mm bit would not grasp the bone during an unknown procedure. The case was completed using another like device in the same bone hole. There were no patient consequences or delays. The devices are being returned.